Manufacturer narrative:
The returned driver was evaluated. The tip was confirmed to have fractured off. The cause cannot be established with the available information. A review of the manufacturing records did not identify any issues which would have contributed to this event. Reference report 012447612-2019-00038.

Event description:
It was reported that two drivers were worn from repetitive use. However, the tips were found to have fractured when evaluated by zimmer biomet spine personnel. There were no reported surgical or patient impacts associated with this event. This is report one of two for this event.